Event description:
The customer reported the device had a broken/damaged "safety clip". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch sear assembly, and ail assembly. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/cracked sear of the door latch assembly. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2014-0284 for ail. CAPA #_00926 door latch. CAPA #ca-2013-0494 for damaged sear.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had a broken/damaged "safety clip". No patient involvement.